Event description:
It was reported that the user experienced severe hyperglycemia with a reported blood glucose up to 510 mg/dL while using the iLet system, with no pump alerts or infusion set issues reported and the user attributing the highs to their own insulin response; the user disconnected from the pump, administered subcutaneous insulin via pen, and planned to consult their endocrinologist. Symptoms included dizziness, blurry vision, and headache. Outcomes included an unexpected medical intervention in the form of medication administration and classification as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available; insufficient information was identified for a device problem and for the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.